Event description:
It was reported that a v-link standard bore IV catheter extension set leaked. A primary clearlink continu-flo solution set (baxter product) was primed from a hung 50 cc bag of saline. The v-link extension set was then connected to both the primary set and an angiocatheter (non-baxter product). Immediately upon start of a gravity infusion of saline, the leak occurred, with 2-3 cc's of saline spilling onto the patient's arm. The location of the leak was the connection of the v-link extension set and angiocatheter. A chemotherapeutic infusion with this setup was planned to occur after the saline infusion, but the v-link extension set had to be removed due to the leak. The chemotherapeutic infusion was then performed with the primary set connected directly to the angiocatheter, and no issues occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation and a request for its return has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation along with a non-baxter angiocath. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage testing was performed by connecting the set to a pressure gauge and verifying if bubbles were observed. No issues were noted. Pressure testing was performed by connecting the set to a pressure gauge at 8psi and submerging the set under water for 10 seconds. No issues were noted. Functional testing was performed per label copy by opening and closing the slideclamp, connecting the extension set to the non-baxter angiocath and a solution container, and priming the set. No issues were noted. The evaluation did not confirm the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.